Event description:
The hospital reported that the reusable handle broke when the clip was attached to the patient tissue. The physician wiggled the broken handle and released the closed clip from the tissue. The hosptial reported that bleeding, while not excessive, was initially arrested with an epinephrine injection. There were no injuries or complications.